Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubie pockets were not detected on bus. A field service engineer (fse) confirmed that the station was not communicating with any drawers or devices. Then the fse tested the station in hardware test application (hta). Then, powered the station off and replaced the comm sled and restarted the station and tested station in hta. After that the auxiliary cabinet and smart remote manager was back online and all the tests were passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie pockets were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.